Event description:
Customer reported that she is receiving no delivery alarms. Customer changed the infusion set and received another no delivery, then changed the reservoir and alarm is recurring. Customer was advised to disconnect at the quick release and perform fixed prime; alarm is occurring during the fill tubing process. Customer was instructed to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing; insulin does not exit and there is greater than normal resistance with plunger push. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.